Event description:
Per the clinic, the patient developed an infection and experienced a loss of osseointegration resulting in fixture loss. It is unknown whether the patient was reimplanted with another device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2012. Device not available for analysis.